Manufacturer narrative:
For (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date, post-op, infection occurred at l2 in the posterior fixation at l2-iliac. Performed revision surgery and removed l2 screws from infection site. Also, reported fusion for extending will be performed at a later date. No health damage in the patient was reported. There were no further complications reported regarding the event. Product has been discarded at the hospital.